Manufacturer narrative:
The reported complaint of the lifeband on the autopulse platform (serial (B)(4)) intermittently loosened after set of compressions was not confirmed. The lifeband was not returned for evaluation and therefore, a known good lifeband was use for testing. The returned autopulse platform functions as intended, the lifeband did not come loose during set of compressions. Unrelated to the reported complaint, a bent battery lock on the returned autopulse platform was observed during visual inspection. This type of physical damage is likely attributed to mishandling. The battery lock was replaced. After service was performed, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. The autopulse platform passed all the functional tests and it is ready for clinical use.

Event description:
During training, customer reported that the lifeband on the autopulse platform (serial (B)(4)) intermittently loosened after set of compressions. No patient involvement.